Event description:
Customer reported they have found a filter leaking through the air vent hole. There was not report of pt harm or medical intervention required. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). Although requested, device has not been rec'd. A follow up report will be submitted with failure investigation results should the device be received for evaluation.